Event description:
It was reported that the patient presented with abnormal pacing, no atrial sensing and ventricular capture with atrial pacing. A chest x-ray verified that the atrial lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead, (B)(6) 2013; 4592 implantable pacing lead, (B)(6) 2013. (B)(4).